Event description:
The facility representative reported a flogard infusion pump with a failure code of 94. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 94 was confirmed during review of the event history log. The main battery was found to be swollen and damaged. The main battery was replaced to resolve the reported condition. Additional information: a service history review was performed and found no prior service similar to the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.